Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: medical device model. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over to the stations. The technical support specialist (tss) checked remote smart service and confirmed all devices were online. The user provided patient details, order ID and connected to the server via secure link. The tss ran downtime query in structured query language and verified coordination engine time was current, confirmed the disconnected flag was set to 0. The tss restarted the services and logged into hsv and noted meditech was down for 8 mins with patient/order delays. The tss restarted inbound messages, accessed the settings to visit & orders and verified orders and patient details were populating. The tss confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the orders were not crossing over on multiple stations. The user rebooted the station and performed the recovery storage, but issue still persist. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the orders were not crossing over on multiple stations. The user rebooted the station and performed the recovery storage, but issue still persist. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.